Event description:
The customer reported that the image was blurred and uninterpretable and there was a noise from the camera. The image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to recur. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board. The system operates as intended.